Event description:
Boston scientific received information that during a device replacement procedure, when this right ventricular lead was removed from the device set screw, visual inspection revealed the terminal connector metal and insulation were damaged. In addition, the internal coil was stretched. The lead was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, only a portion of the lead was returned. Analysis confirmed the reported separation between the device anode ring and anode seal ring insulation. Stretched conductor coils, along with other damage, was also noted. It was thought this lead became damaged upon removal from the device header. The force it took to remove the lead from the device header is unknown, however due to the damage on the lead, it appears that force was used. Analysis concluded the lead portion returned was electrically continuous.